Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that device was partially re-captured once. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported pericardial effusion lead to cardiac tamponade could not be determined. There were no complaints associated with any other devices from the lot. The reported unexpected medical intervention was a result of case-specific circumstances, as pericardiocentesis was performed.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient returned for usual follow up on the (B)(6) where an echocardiogram (echo) was performed and noted successful implantation and trace pericardial effusion. On (B)(6) 2025, the patient presented to the hospital following a collapse, was taken to the cardiac catheterization lab where a pericardiocentesis was performed which drained 500ml. There was no suggestion the effusion was related to the device. The patient was reported recovering well.